Event description:
Customer reports back to back testing on the advantage system with results of: 77mg/dl to 126mg/dl; 332mg/dl to 79mg/dl; 77mg/dl to 332mg/dl; 107mg/dl to 332mg/dl; 332mg/dl to 126mg/dl; 77mg/dl to 126mg/dl. No quality controls were run. No adverse event was reported. A request was made to return of the suspect product and a replacement was sent.